Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience however product performance did confirm the errors from the logs and the hard drive was reconfigured and the software reloaded to resolve. Analysis also noted that the system fan was noisy and it was replaced.

Event description:
It was reported that the programmer displayed and error message at power up and could not be used. Another programmer had to be used to finish the case. Follow up was conducted regarding the error and the technician reported it seemed to be an application error. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).